Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing uncomfortable heat at the site of the ipg. It was also reported that the patient had a difficult time aligning the charger with the ipg due to the battery placement and difficulty charging the ipg. Eventually, the ipg was no longer able to hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Date of event: 2011.

Event description:
A report was received that the patient was experiencing uncomfortable heat at the site of the ipg. It was also reported that the patient had a difficult time aligning the charger with the ipg due to the battery placement and difficulty charging the ipg. Eventually, the ipg was no longer able to hold a charge. The patient will undergo an ipg replacement procedure.